Event description:
It was reported that the event occurred while in the cardiology dept during use. The md inserted an intra-aortic balloon (iab) via left femoral artery without issue. The md could not inflate the iab properly at the beginning of the procedure. As a result, the md removed the iab successfully. A new iab kit was used via the same insertion site without issue and the procedure went on as planned successfully. Per the md there was no report of pt death, complications or injury. No medical/surgical intervention was required. There was an approximate 5 minute delay or interruption in therapy noted and the pt outcome was no harmful outcome to the pt. Additional information received on (B)(4) 2014 stated that the user used another iab-s840c for the second insertion and it inflated appropriately.

Manufacturer narrative:
(B)(4).